Event description:
It was reported that the patient presented for a system implant procedure. Post-operation device interrogation showed the atrial lead become dislodged and exhibited failure to sense. On (B)(6) 2025, the physician decided to reposition the lead. The patient remained in stable condition.